Event description:
It was reported that revision surgery was performed due to elevated metal ions in blood sample. Soft tissue reactions were reportedly noted around the acetabular component and the proximal region of the femoral component. Prior to revision the patient reported pain and a decreased range of motion. The implants were reported to appear very stable. The femoral stem, screws and acetabular shell remained implanted.

Manufacturer narrative:
The combination of implants used in this case constitutes an off label application of the devices in the USA.

Manufacturer narrative:
.